Event description:
Additional information received from an attorney reported that on (B)(6) 2018 the patient was going to have a trial stimulator but the procedure was aborted prior to completion. The attorney stated the patient had a permanent stimulator device placed on (B)(6) 2018 and was discharged to their home on (B)(6) 2018 in the evening. In the early morning of (B)(6) 2018, the attorney stated the patient developed acute lower extremity bilateral paralysis and was taken to the emergency department. While at the ER the attorney stated she had an emergency t8 and t9 laminectomy, an evacuation of an epidural hematoma and the removal of the spinal cord stimulator. The attorney stated the patient remained at the hospital until (B)(6) 2018 when she was discharged to a rehabilitation facility. The attorney stated the patient ¿suffered severe and serious injuries, including lower extremity bilateral paralysis, which is likely permanent, requiring extended hospitalization and medical care¿. No additional information was provided about the extended hospitalization and medical care after the patient¿s admission to a rehabilitation facility. The attorney then stated the patient ¿succumbed to her injuries and passed away on (B)(6) 2020¿. No additional details were provided about which specific injuries the patient ¿succumbed¿ to, what medical care they were receiving at the time of the death or what treatments and actions had been taken since the admission to the rehabilitation facility on (B)(6) 2018.

Manufacturer narrative:
Continuation of d10: product ID 977c165 lot# serial# (B)(6) implanted: (B)(6) 2018 explanted: (B)(6) 2018 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 977c165, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type lead; product ID: 977c165, serial/lot #: (B)(4), ubd: (B)(4) 2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient developed an epidural hematoma during a post surgical stay in the hospital and the system was explanted and discarded. It was noted that the issue was resolved at the time of the report. No device issue reported. No further complications were reported/anticipated.